Event description:
During a pulmonary vein isolation (pvi), the non-(B)(6) catheter (farawave by boston scientific) was withdrawn back into the right atrium. The pericardium was punctured and blood was withdrawn from the pericardial sac. When the blood pressure did not stabilize, chest compressions were initiated. Anticoagulants were administered. The patient experienced asystole followed by a drop in blood pressure. An ultrasound was performed, revealing a pericardial tamponade. A pericardiocentesis was then performed. The blood pressure did not stabilize. Resuscitation efforts continued but were unsuccessful. The patient died on the operating table. There were no performance issues with any abbott device. The physician thinks the perforation possible occurred after the first energy release. Patient code: 1908, 1914, 4442, 2226. Device code: 2993. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).